Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was removed with the sealant still attached to the device when the lock and sealant deployment (lsd) step 2 was performed. The sealant was expanded. There was no reported patient injury. All steps to deployment were performed per the instructions for use. The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was well trained, having performed several hundred deployments. A 12 french non-cordis sheath was used. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle between 30 to 45 degrees. Vessel diameter was confirmed to be at least 5 mm. There was no vessel tortuosity, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. Hemostasis was achieved using suture and pressure, with compression lasting less than 30 minutes. The device was stored and prepped according to the instructions for use (IFU). The sealant was not dislodged from the arteriotomy, although it possibly adhered to the device. Storage temperature exceeded 25 °c. Vessel depth was not shallow. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use, and the device was realigned to the vessel angulation and removed with light fingertip compression. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 6f¿12f mynx control venous vascular closure device (vcd) was removed with the sealant still attached to the device when the lock and sealant deployment (lsd) step 2 was performed. The sealant was expanded. There was no reported patient injury. All steps to deployment were performed per the instructions for use (IFU). The mynx vascular closure device (vcd) was used in an interventional procedure with an antegrade approach. The deployer was well trained, having performed several hundred deployments. A 12 french non-cordis sheath was used. The suitability of the femoral artery was verified via angiography, including confirmation of the vascular sheath introducer's insertion angle between 30 to 45 degrees. Vessel diameter was confirmed to be at least 5 mm. There was no vessel tortuosity, and no peripheral vascular disease (pvd) or calcium was present near the puncture site. Hemostasis was achieved using suture and pressure, with compression lasting less than 30 minutes. The device was stored and prepped according to the instructions for use (IFU). The sealant was not dislodged from the arteriotomy, although it possibly adhered to the device. Storage temperature exceeded 25 °c. Vessel depth was not shallow. Buttons #1 and #2 were fully depressed, and the balloon was fully deflated. No resistance was noted during device use, and the device was realigned to the vessel angulation and removed with light fingertip compression.one non-sterile mynx control venous closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed. The stopcock was found open, and no syringe was returned for this evaluation. The sealant was not returned for this evaluation. Regarding the sealant sleeve condition, no abnormal conditions were observed. Additionally, a non-cordis 12f catheter sheath introducer (csi) was returned inserted on the device. The balloon was found retracted, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. An attempt to perform a simulated deployment test was executed; however, it could not be completed because the unit was received already deployed and the sealant was not returned for evaluation.the reported event of "sealant-inaccurate placement-complete" was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and picture/product analysis, it is difficult to determine what factors may have contributed to the reported event of the sealant coming out with the device, especially since both buttons were fully depressed with no anomalies noted. However, storage factors (storage temperature exceeded 25 °c), and/or procedural/handling factors are possible. Per the mynx control venous IFU, which is not a mitigation, precautions state, "exposure to temperatures above 25°c (77°f) may damage the components." Additionally, step 3: remove device states, "fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved." Neither the product analysis, picture analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.